Event description:
The customer contacted stryker to report that their device would not power on and the lid was missing its magnet. In this state, the device would not detect the lid being opened, and the user may need to manually power on the device and a delay in defibrillation may occur. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not power on and the lid was missing its magnet. In this state, the device would not detect the lid being opened, and the user may need to manually power on the device and a delay in defibrillation may occur. There was no patient use associated with the reported event.

Manufacturer narrative:
The device was not returned to stryker for evaluation. The customer has been provided with a replacement lid and battery. The cause of the reported missing magnet was isolated to the lid assembly. The device remains in service with the customer. An engineering investigation has determined that due to the design of the lcpr2 lid switch, absence of the lid magnet allows current to flow from the battery, even when the device is in standby mode. This will reduce the life of the battery. Therefore, the reported issue, the loss of lid/lid magnet, is associated with two hazardous situations: opening the lid does not turn on the device, and, higher than intended current draw while the device is in standby mode results in a prematurely depleted the battery. Replacement of the device lid so that the magnet is present in the device allows the lid switch to function as designed; turning on/off the device when the lid is opened and preventing current draw when the device lid is closed. The lpcr2 operating instructions has been updated to include additional troubleshooting tips to direct the customer to act when device behavior indicates the lid magnet may be missing. A new warning informs the customer of the risk associated with a missing magnet.